Manufacturer narrative:
Concomitant products: guide wire: runthrough; guide cath: heartrail 6f. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire was confirmed using a proxy guide wire. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with moderate tortuosity, moderate calcification and 99% stenosis. After delivering a non-abbott guide wire through the lesion, the 2.0 x 15 mm mini trek balloon was delivered toward the lesion. However, from start of advancement, there was resistance between the non-abbott guide wire and the mini trek balloon. It was able to be advanced over the guide wire to cross the lesion and was inflated once at 8 atmospheres (atm) for 10 seconds. After successful inflation, it was retracted; however there was resistance between the mini trek balloon and the guide wire throughout the entire retraction. The mini trek balloon was able to be retracted from the anatomy. Then a new trek balloon and a xience prime stent were delivered without resistance over the same guide wire. There was no reported adverse patient effect. There was no reported clinically significant delay of procedure. No additional information was provided.